Event description:
It was reported that during a coronary stent procedure of a pre dilated lesion, the physician experienced difficulty crossing the lesion. The lesion was successfully wired, however, the physician was unable to cross the lesion with the express2 stent. While attempting to retract the delivery/stent device some resistance was encountered and the stent started to dislodge. The entire system was retracted back to the leg in an attempt to retrieve the stent. The stent dislodged and remains in the patient's peripheral vasculature. Patient status is listed as "okay".